Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified error messaged was received on the mobile app. The patient stated that she had a hypoglycemic event and that she received a message that a new sensor was needed. On the same day the sensor was inserted into the abdomen ((B)(6) 2020), the patient¿s son attempted to wake the patient up and was unable to. He called his father, who called paramedics. The paramedics checked her blood glucose which was 25 mg/dl and administered dextrose. She declined to be taken to the hospital, and at the time of the report later the same day, was still feeling dizzy but was recovering. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.